Manufacturer narrative:
Evaluation summary: product evaluation: four 23ga accurus probe samples were returned for not working. No lot number was identified with this complaint; therefore, a lot history review could not be conducted.. Sample 1: the sample was visually inspected using 25x magnification and found to be visually nonconforming. The needle was bent. Actuation testing was performed and deemed conforming. Cut testing were performed and deemed conforming. The probe was disassembled and the components inspected. There was approximately 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no wear at the bend location. Sample 2: the sample was visually inspected using 25x magnification and found to be visually conforming. Actuation testing was performed and deemed conforming. Cut and aspiration testing were performed and deemed conforming. Sample 3: the sample was visually inspected using 25x magnification and found to be visually nonconforming. The needle was severely bent and its bond cracked. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. Cut testing were performed and deemed nonconforming. The probe was disassembled and the components inspected. There was resistance felt while removing the inner cutter from the bent needle. There was approximately 5-10 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was slight wear marks on the inner cutter shaft at the bend location. Sample 4: the sample was visually inspected using 25x magnification and found to be visually nonconforming. The needle was severely bent and its bond cracked. Actuation testing was performed and deemed conforming. Cut testing were performed and deemed nonconforming. The probe was disassembled and the components inspected. There was resistance felt while removing the inner cutter from the bent needle. There was approximately 10-15 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no wear at the bend location. Root cause: the complaint evaluation did not confirm that one of the four probes did not work. The probe was manufactured to specification and functionally worked. The complaint does confirm three ultravit probes did not functionally cut. The three probes did actuate properly and then became bent during their use. These bent needles were the reason why the cutting then did not function properly. The bent needles impeded the action of the inner cutter such that the probe no longer cut properly. How the needle became bent cannot be determined from this evaluation, but is most likely from the handling of the probe during their use.

Event description:
A customer reported four vitrectomy probes during their first used did not worked properly during a procedure. The probes were changed for new ones to complete the surgery. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).